Event description:
It was reported that approximately 47 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was seen routinely for follow up. A surveillance computed tomography (CT) scan indicated the patient had an endoleak caused by a migration of the suprarenal aortic extension. The physician decided to place a competitor (palmaz) device mid aortic angulation with a suprarenal aortic extension. The procedure went well but it was noted there was a small endoleak (type 1) at the end of the procedure. The physician will follow the patient in 30 days with a CT.

Manufacturer narrative:
Based upon the clinical review, the reported type I endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, the root cause could not be definitely identified. However, product use was incongruent with the IFU due to the 26% change in the aortic neck diameter. This anatomical feature most likely contributed to the stent migration and type ia endoleak. Patient factors that might have contributed to this event included the use of antiplatelet therapy.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.